Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system was explanted due to infection. The patient was administered antibiotics and will be evaluated for system replacement in the near future. Following the procedure, this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. No additional adverse patient effects were reported.